Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The system calibrations were performed, and the unit was returned to service.

Event description:
The hospital reported that during pre-use checkout the unit was over delivering positive end expiratory pressure. There was no report of patient involvement.